Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The customer¿s practice as described is not covered by our IFU hence is considered off label use. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Additionally the customer¿s practice as described is not covered by our IFU hence is considered off label use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tubes had issues with the cell harvest yield. The following information was provided by the initial reporter: material no: 367878 batch no: 8061712 it was reported the customer experienced some issues with the cell harvest yield. Description of event: our laboratory has been experiencing some issues with the cell harvest yield they were getting from bone marrow and peripheral blood samples for chromosome analysis. They recently did a large batch of testing and noted that all the affected samples had a corresponding lot # close to expiry.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparin (lh) 158 usp units blood collection tubes had issues with the cell harvest yield. The following information was provided by the initial reporter: material no: 367878, batch no: 8061712. It was reported the customer experienced some issues with the cell harvest yield. Description of event: our laboratory has been experiencing some issues with the cell harvest yield they were getting from bone marrow and peripheral blood samples for chromosome analysis. They recently did a large batch of testing and noted that all the affected samples had a corresponding lot # close to expiry.